Event description:
It was reported that a female patient underwent a breast augmentation surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient had an encapsulated right breast implant. The surgeon performed an unspecified operation on the breast in which they removed the implant and re-implanted it. The report is consistent with capsular contracture, however no baker grade rating was provided. Per the instructions for use, mentor memorygel breast implants are not intended for re-use (re-implantation), and thus this device is used in a manner inconsistent with the IFU.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).